Manufacturer narrative:
Eval summary: as returned a burr could be located on the inside threads of the nail cap. It is unlikely that the burr would have been from a machining process as at the time of the machining of this nail cap, the thread would have been hand tapped after the threads were cut on the lathe. In addition, the nail caps have a penetrant inspect operation that was performed that also should have been able to identify such a burr had it been created and left on the part during the machining process. It is possible that the burr could have been created from the nail cap inserting being cross threaded in the nail cap during the assembly process in surgery. This could have torn the threads and created a burr that would have prevented the threads from functioning properly. The nail cap inserter was not returned to investigate for any damage on the threads from potentially cross threading in the nail cap. With the info provided, the root cause of the burr cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the threads on the implant looked to have been machined incorrectly; the surgery was completed with another implant causing a 15 min delay in surgery.